Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional checking were performed. The customer's reported problem was confirmed. According to the investigation the pump was found displaying "1144" error code message on power up when batteries are inserted during the investigation. Investigation recommended reinstalled the pump software applications as preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited 1144 error code alarm. No patient involvement reported.